Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a problem code of 810:15 was confirmed during product evaluation. The root cause of this condition was identified as a faulty pump module. The pump module was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed that this device has not been serviced prior to this event. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a problem code of 810:15. This condition had the potential interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.